Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the pump was broken. The reporter stated that it was unclear what the issue with the pump was as the patient was not available at the time of the call. Animas attempted to contact the patient but has been unsuccessful at this time. There was no alleged adverse event associated with this complaint. This report is made on the allegation of a pump malfunction which has been unable to be resolved at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings:the pump cartridge and battery compartments were found to be cracked. The keypad was also observed to be torn near the top of the ok button but the keypad buttons were found to be responding appropriately.